Manufacturer narrative:
Device is a combination product. Synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were lifted on the mid-section of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the struts were caught in the lesion calcification during the procedure. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken on two sections at 79 mm distal to distal end of strain relief and at 415 mm proximal to the midshaft bond (535 mm distal to the other break on hypotube). Multiple kinks were noted on several locations of the hypotube shaft. This type of damage most likely occurred when excessive force was applied on the delivery system during handling post procedure. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08july2020. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the calcified left main coronary artery. A 4.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patients status was stable. However, device analysis noted stent damage.